Event description:
Left sfa was accessed via cut down and 0.025 guidewire was introduced and positioned across the lesion. A 6x15 hemobahn was introduced of the guidewire and access was achieved. The device was successfully developed but with no visibility of the unfolding nitinol stent. Upon catheter withdrawal it seemed that withdrawal was uneventful. It was explained that the physician felt resistance immediately upon withdrawal attempt, but did not say anything until withdrawal became impossible the pt then had an add'l incision made for a possible tunnel bypass. Upon the access to the anatomy with a second incision it was demonstrated that the leading olive on the catheter had not been able to pass through the implant, and instead had forced the folding of the implant in on itself, and had progressed the fold for approx 6 cm before locking up. A bypass was performed with a gore-tex ring graft and all components of the hemobahn delivery catheter were removed except for the implant itself and the distal shaft of the catheter and the distal olive.